Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mis-handling of the device. During our investigation, the technician found damages consistent with the customer's report that the device had been dropped. The analog board, digital board, front panel and wifi guard were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.